Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, not provided . A4: weight: requested, not provided . D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: contact: requested, unknown. E1: telephone number: requested, unknown. E1: email: requested, unknown. E3: occupation: unknown healthcare professional. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that upon opening the package, the angio-seal product was found to be kinked.